Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Since the product associated with the complaint was not returned, further investigation was not possible. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer reported discrepant low results when testing inratio. The results are as follows: inratio2: inr = 1,3. Lab method: inr = 2,3. No actual date(s) were provided; the inratio product specialist called on the practice and found that no further patient information is available. He also discussed proper handling thoroughly as several handling issues could be identified such as: incorrect lancets were in use; devices were moved during measurement. Product specialist indicated the importance of immediately applying the drop of blood on the test strip.